Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The battery cap became stuck when being attached to the pump due to a damaged slot on the top of the cap. The cap was difficult to remove form a test pump. The battery cap contact height measurement was found to be out of specification; the contact width measurement was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the cap couldn't be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.